Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers, cubies, and tower doors had failed. The customer confirmed that when recovery was attempted, the message device not detected on bus appeared for each component. The device had been rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers, cubies, and tower doors had failed. A field service engineer checked the firewall and internal ip, confirmed the com sled lights were functioning correctly, disconnected the ethernet cable and verified all drawers were on the bus, then replaced the ethernet cable for the helmer. The system functioned as intended after the field service engineer repaired the device.